Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Visual inspection revealed a disconnected motor capacitor cable. The cable was reconnected to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4). Report late due to transition from vmsr program. Establishment was unaware of FDA letter dated 16 september 2019 for cbk procode status change in vmsr program until notified directly by FDA on 18 december 2019 following submission of our quarterly summary report.

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to a stalled main blower. There was no patient harm or serious injury reported as a result of this incident.